Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a circumcision device. The customer reports that they had a baby that was bleeding from the circumcision site. This baby had to have sutures done to stop it from bleeding.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.